Event description:
A cv32 iol implanted in the right eye of a male pt in 2003 has since been observed to have a round opacity in matrix of device. Best corrected visual acuity reported as 20/70, od and prognosis listed as fair due to declining visual acuity. Explant surgery has been scheduled in the near future.

Manufacturer narrative:
Report received from sugeon that the device was explanted & exchanged on 1/31/2006. Request has been made for additional information. H3: the returned, explanted device was examined by light microscopy. A horizontal split was confirmed within the explanted device. The fracture surfaces defined by the horizontal split did not intersect either the front or back surface.